Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of returned patient x-rays by depuy international finds a corail amt stem in varus with a possible lucent line on the lateral shoulder. It is not possible to comment on the fixation as only one x-ray is provided for one point in time. The cup inclination cannot be calculated as centreline of pelvic bone cannot be seen in the provided patient x-rays. It was noted the cup appeared steep. It was noted it was difficult to confirm the rubbing of tendon with anterior portion of the cup from the x-ray provided, however this is possible from the position of the cup in the x-ray. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt had another revision today for groin pain, probably due to iliopsoas tendon rubbing against the anterior portion of the cup. When revised, the pt also showed significant metallosis.